Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the pylorus during a dilation procedure performed on (B)(6) 2022. During the procedure, while being inflated for the third time the balloon burst at 20mm. The procedure was completed with another cre pro wireguided dilatation balloon. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic inspection was done and found the balloon had a pinhole, which does not confirm the reported event of balloon burst. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section on the body of the balloon. This failure is likely due to factors encountered during the procedure, such as the technique used by the physician and/or the interaction with the scope when the physician advanced the balloon caused the balloon pinhole, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the pylorus during a dilation procedure performed on (B)(6) 2022. During the procedure, while being inflated for the third time the balloon burst at 20mm. The procedure was completed with another cre pro wireguided dilatation balloon. There were no reported patient complications as a result of this event.